Manufacturer narrative:
Refer to evaluation summary (B)(4). Catheter # 1: the returned device was visually inspected upon receipt and char was found over the tip dome. This was not originally reported by the customer. Per the reported event, it was then tested for electrical performance and catheter failed on electrode 2. Catheter was dissected and the wire was broken inside the shaft. Due to the char found, stockert compatibility and thermal sensor response tests were also performed and catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint has been verified. The root cause of the char remains unknown since the dome passed the electrical test. Catheter #2: upon receipt, the catheter was visually inspected and it was found in normal conditions. The returned device was then evaluated for electrical resistance and current leakage and it failed on electrode #2 and the thermocouple test. Further examination revealed that the lead wire #2 was broken close to the electrode. For the thermocouple test, the thermocouple wires were shorting inside the tip dome. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.

Event description:
It was reported that during an atrial flutter (afl) procedure, after ablating that the ablation catheter electrodes were displaying black on the carto 3 map and the electrograms became noisy. The noise was only on the ablation signal, the bs signals were clean. By replacing the ablation catheter, the issue was resolved and the case proceeded. The second ablation catheter then lost distal ablation electrograms. The physician said he was not going to ablate anymore and the procedure was completed. The stockert 70 generator was set at 70w and 60 degrees for ablation. On (B)(4) 2014, upon receiving the product in biosense webster lab, it was noticed that the char on tip dome more than 1mm on both distal and proximal ends making this event reportable.